Event description:
It was reported the device had a "bad image quality , streaky lines on the monitor" was noted. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation confirmed the reported issue. Device evaluation noted colors lines on monitor due to bad cable. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "warning ¿ before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage". Based on investigation results, the complaint was confirmed and found to be due to bad cable attributed to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.